Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure, post deployment, the 23mm sapien valve was positioned slightly aortic (80:20) causing central leak and requiring implantation of a second sapien valve. Per report, after the valve was deployed the transesophageal echocardiogram (tee) showed moderate central leak. It was felt to be attributed to the final position of the valve being too aortic and the valve structure flaring into the sinus. The decision was made to place a second valve slightly more ventricular (50:50). After placing the second valve the central leak was resolved, with good final result. Additional information received from the clinical specialist indicates the sinotubular junction (stj) was not calcified. There was no ventricular septal hypertrophy. Aortic valve / leaflet calcification was described as moderate. The imaging intensifier angle and the coaxial alignment of the valve and delivery system were noted as good. The sapien valve position pre-deployment was 50:50 within the annulus. The balloon inflation was held for more than three seconds, ventilation was held, and there was no loss of pacing capture during valve deployment. The perceived root cause of this event was an insufficient drop in arterial blood pressure prior to balloon inflation which resulted in the valve moving aortic.

Manufacturer narrative:
The device history record (DHR) review for the effected valves was performed and all manufacturers' specifications were met prior to release for distribution. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition and aortic insufficiency are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, a combination of patient and procedural factors likely caused or contributed to this event. Per the additional information received, the perceived root cause of this event was attributed to an insufficient drop in arterial blood pressure prior to balloon inflation resulting in the valve moving aortic. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.